Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both the asymptomatic patient¿s right atrial lead [sn: (B)(4)] and right ventricular lead [(B)(4)] became dislodged. A replacement procedure was scheduled but the patient developed a fever so the procedure was cancelled. At this point the patient was asymptomatic. The patient was to be fitted for a lifevest but for reasons unknown a life vest was not fitted proximate to this time. Subsequently the patient presented to an emergency room having received antitachycardial pacing and a shock for ventricular double counting. As the people then in the emergency room had no knowledge of the lead dislodgements at this time-compressed point, only programming changes were made. The patient was directed to follow-up with the patient¿s electrophysiologist the next week to schedule lead repositionings. On (B)(6) 2018 the patient¿s right atrial lead was repositioned and the patient¿s right ventricular lead was explanted and replaced. The patient was stable during the time of wearing the life vest and when having the repositioning and the explant/implant.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to add that it has been concluded there was twiddler's syndrome as (B)(4) and, further, that the lead was returned for analysis on february 20, 2018 as reflected in the newly reported results pending completion of analysius and conclusion not yet available.